Event description:
The customer reported that the ventilator alarmed due to a vent inop data acquisition pcb adc failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised replacing the data acquisition pcb board or data acquisition to motor controller cable for the reported problem. The biomedical engineer reported the data acquisition pcb board and data acquisition pcb to motor controller pcb cable were not replaced due to the reported problem was not duplicated during his evaluation of the unit. The biomedical engineer said that the unit is now back in service.

Manufacturer narrative:
(B)(4)